Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct g2 (added selection), and to update d9 as device was not returned. All 3 good faith efforts have been made to the customer for device return and the customer has not responded. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, the subject device referenced in this report has not been returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the high-definition camera head had a poor view. There was an image problem. There were no reports of patient harm associated with this event.